Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that a bilateral patellar resurfacing was performed due to pain and patellar crepitus. Per email communication, the requested x-rays or surgical reports are not available, and no further information has been provided. Therefore, the patient impact beyond the bilateral resurfacing cannot be determined. No further clinical assessment can be rendered at this time. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after a bilateral total knee replacement 13 months ago patient complained of anterior knee pain and patella crepitus. Surgeon performed a patella resurfacing on the patient on both joints. Patient outcome is unknown.